Manufacturer narrative:
The reported field event of a visual device anomaly was confirmed in the laboratory. Visual inspection of the device noted parylene delamination on the header. The cause of the parylene delamination was found to be manufacturing related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating on the device was observed to be flaking off. The device was not used. There were no adverse consequences for the patient.